Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm mega suturecut needle driver instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of 8mm mega suturecut needle driver instrument could not be closed tightly. The procedure was completed with no reported injury. There were no reports of fragment(s) falling into the patient's anatomy.